Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Patient programmer model 3037 serial # (B)(4) implanted: na explanted: na lead model 3889 lot # v735243 implanted: unknown explanted: unknown.

Event description:
It was reported the patient had a lead fracture and no stimulation. There were no falls or trauma associated with the event. A subsequent removal of the lead and implantable neurostimulator (ins) was performed. A new ins and lead were used and all impedances were good and the patient was programmed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of ipg model 3058 serial# (B)(4) was first tested as received at the distal end attached lead. No output was observed for each electrode pair. There was no change when pressing on the ins can. The lead was then properly seated in the ins port and the setscrew tightened onto the #0 connector sleeve. A good stable output was observed for each electrode pair. Visual inspection showed that the setscrew was backed out too far and was still engaged in the connector block. Ins balseal connector impressions were found on the proximal side of the lead's connector sleeves #1,2 and 3. There were also setscrew impressions on all connector sleeves (suspected to be from screening cable). Foreign material was found in the ports and the lead was not seated completely in the ins port. Telemetry proved okay. Analysis of lead model 3889-28 lot# unk showed a balseal impression in the insulation proximal of connector #1,2 and 3. There were setscrew marks on all connector sleeves (suspected from percutaneous lead). There was suspected body fluids in the lead but the outer insulation was intact. The lead was found to be not completely seated in the ins port. Functionally, there were no shorts between circuits and continuity was acceptable. System testing showed no output at all electrode pairs, in "as received condition." After readjusting lead connector placement, there was a good stable output.